Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient¿s blood glucose level was reported as elevated, with conflicting readings provided by different physicians. One stating approximately 600 mg/dl, and another suggesting 1200 mg/dl, while the pod had been worn for more than 48 hours. The patient¿s husband reported that the patient was admitted to (B)(6) hospital, where the patient was diagnosed with dka, cardiac arrest, and pneumonia. Symptoms included vomiting, difficulty speaking, and significantly high blood glucose levels. Treatment included ventilator support, defibrillation, intravenous fluids, IV insulin, bloodwork, antibiotics, imaging, and a tracheostomy. The pod was removed, though the husband was unsure if it was retained. Additionally, it was reported that the controller was stuck in a loading loop, preventing review of controller history. At the time of the follow-up call, the patient remained hospitalized. No further information was available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.